Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle and dirty bending section rubber, knobs and distal end cover could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result not being able to reprocess the device according to the IFU recommendations due to the reported leak from the biopsy channel. The event can be detected/prevented by following the instructions for use sections below: ¿chapter 3 preparation and inspection¿. ¿chapter 3.3 precleaning, manual cleaning¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects, water tightness was lost due to damage on the channel tube, the distal end cover was scratched, the adhesive on the bending section rubber was detached, the connecting tube was scratched, the grip was scratched, the scope cover was scratched, the control unit was scratched, the suction cylinder was shaved, the universal cord was scratched, the bending angle in the up direction was out of standard, the up/down knob had play, and water removal was reduced due to deformation of the nozzle. Dirt was found on the bending section rubber, the right/left knob, the up/down knob, and the distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a leak from the biopsy channel. The issue was found during reprocessing. Inspection and testing of the returned device found foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.